Event description:
Boston scientific received information that upon defibrillation threshold (dft) testing, the device displayed a code which indicated a shortened lead condition. The patient also noted they felt some stimulation. The boston scientific sales representative consulted boston scientific technical services (ts) and ts suggested immediate replacement of the lead and device as potential damage may have occurred. A new device was placed in the pocket and was tested with the chronic lead. The test shorted out the newly implanted device. As a result, the newly implanted device was explanted and replaced along with the chronic device and rv lead. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned in two pieces and only the proximal segment was returned. There were setscrew markings noted on the portion. The portion that was returned passed all electrical testing.